Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported noise screen during an unspecified procedure involving a colonovideoscope. The customer suspected that the cause of the noise screen was due to water invasion in the electrical seat. There was no patient injury reported.